Event description:
It was reported by the facility that the lens vial was leaking when they received it. There was a dry residual crust around the lid. The lens was no used and there was no patient contact.